Manufacturer narrative:
No unexpected button error alarms noted. The pump had intermittent button response on the down arrow and act buttons due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had repeated button error alarm. Customer's blood glucose was unknown mg/dl.